Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that lighttrail single use laser fiber was used in a spyglass laser lithotripsy procedure to treat stones in the pancreatic duct performed on (B)(6) 2022. The laser unit used was an auriga xl laser console. During the procedure, the exposed tip was frilled so laser could not work as intended. No fiber fragments fell inside the patient. The procedure was completed with another lighttrail single use laser fiber. There were no patient complications reported as a result of this event.